Event description:
Patient had a full replacement on (B)(6) 2016. The implant card states the reason for explant was prophylactic for the generator and a possible lead issue for the lead product. The generator and test resistor were received for analysis on 03/31/2016. Lead was not returned. Product analysis for the generator was completed and approved on 04/19/2016. The downloaded decoder data from the generator shows an indication of low impedance as the "diagvinitialprechange" has a value of 226 ohms, and the "diagvinitialpostchange" value of 4066 ohms was seen on date of explant. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported on (B)(6) 2016 from the physician that the patient was in the office and has low impedance. The patient is implanted with a m105 device. The physician interrogated and device and received a low impedance message. Then she ran system diagnostics and the result was low impedance/<600 ohms. The physician knew that the last time diagnostics were performed was in (B)(6) and no low impedance was seen. She stated that patient has had seizures and falls during this time so may very well have caused this. The device was disabled at this time per recommendation. The patient's device was disabled upon seeing the low impedance. The patient was sent for an x-ray of the chest and neck to look for a lead fracture. Surgery is likely but has not occurred to date.